Manufacturer narrative:
Three (3) devices were received for evaluation. During visual inspection, one unit was observed separated between the tubing and female part; one unit was separated between the tubing and the y site; and one unit was separated between the tubing and the luer. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets broke and would disconnect. The events occurred during unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.